Event description:
The customer returned colonovideoscope to the service center for a separate issue. During the device analysis, service repair technician indicated that a grip, plastic distal end cover, right left and upward downward angulation control knob, connecting tube has foreign material and noise occur image was found. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of grip, plastic distal end cover, right left and upward downward angulation control knob, connecting tube has foreign objects the complaint was not established. And for noisy image the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.